Manufacturer narrative:
Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor system alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. Customer states they are receiving an compromised force sensor system alarm. Troubleshooting was completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.